Event description:
A patient reported blood glucose results of "150, 82, and 218 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Thereby indicating a potential malfunction of the meter in terms of precision. The customer care representative walked the patient through two check strip tests and the results fell outside the specifications. Meter was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.